Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available . Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patients constrained acetabular liner failed. Bipolar inside of liner disassociated because of force. Doctor removed liner and replaced with a new 0 degree constrained liner. Patient was stable. No further information from both surgeon and hospital.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The exact cause of the event could not be determined because limited information was provided. The returned device and medical records are needed to fully investigate the event. No further investigation for this event is possible at this time.

Event description:
It was reported that the patients constrained acetabular liner failed. Bipolar inside of liner disassociated because of force. Doctor removed liner and replaced with a new 0 degree constrained liner. Patient was stable. No further information from both surgeon and hospital.